Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy surgical procedure, the clinical sales representative (csr) called the technical service engineer (tse) and stated that the customer experienced stapler engagement failures. The tse viewed logs and noted error 22020 on arm 1 for a sureform 60 stapler instrument. The customer stated that they were able to get the stapler to engage after several attempts but had non-intuitive motion. They opted to swap to a backup stapler and did not experience further issues. The procedure was completed with no reported injury. Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Based on the claim against the product by the customer noting the sureform 60 stapler instrument experienced engagement issues and non-intuitive motion, an investigation is in progress to determine the cause of this reported event. The customer opted to replace the instrument with a backup. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A system log review was performed. Per the review, the following was confirmed: the sleeve gastrectomy procedure took place on (B)(6) 2022 via system sk3778. A review of the site's system logs for the reported procedure date was conducted by tse. Investigation revealed error 22020 related to the sureform 60 stapler instrument failing to engage on usm. The probable root cause of the alleged the sureform 60 stapler instrument experienced engagement issues and non-intuitive motion cannot be determined based on the information provided and phone support details. The customer opted to swap the sureform 60 stapler instrument for a backup. The phone support details did not reveal any issues related to the customer reported event. This complaint is considered as a reportable malfunction due to the following conclusion: it was alleged that the sureform 60 stapler instrument moved with unintuitive motion (e.g. The instrument unexpectedly jerked/jumped/swung/bowed, moved in an unexpected/unintended/unknown way). Unintuitive motion could lead to subsequent tissue damage. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.